Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that while using bd eclipse¿ the safety mechanism failed or was loose on two occasions. There was no user impact reported. The following information was provided by the initial reporter: an employee suffered a near needlestick yesterday following an injection. She activated the safety sheath and realized it was misaligned and ended up to the side with her finger pressing on the fully exposed needle. Fortunately there was no puncture or penetration. She experience a similar incident later in the afternoon when she noted the safety sheath seemed to be loose. She's concerned that there might be bad needles in this batch. She used needles from fm 2 needle drawer and they were 25g 1" needles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd eclipse¿ the safety mechanism failed or was loose on two occasions. There was no user impact reported. The following information was provided by the initial reporter: an employee suffered a near needlestick yesterday following an injection. She activated the safety sheath and realized it was misaligned and ended up to the side with her finger pressing on the fully exposed needle. Fortunately there was no puncture or penetration. She experience a similar incident later in the afternoon when she noted the safety sheath seemed to be loose. She's concerned that there might be bad needles in this batch. She used needles from fm 2 needle drawer and they were 25g 1" needles.